Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received pump reset information from technical support, successfully reset the pump, and was advised that they could continue using it. Caller was instructed to contact support again if any malfunction code recurs and acknowledged the instructions.